Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 34 months ago. Aneurysm and vessel morphology from the time of implant were not reported. At the time of the event, the aaa was 8 cm; vessels were mildly calcified and mildly tortuous. The patient presented symptomatically with pain. It was reported a recent CT demonstrated that there was disease progression with iliac limb dilatation. There was an aneurysm expansion and a rupture had resulted from a distal endoleak from the iliac limb. There was no stent graft migration. It was reported during the initial implant, the stent grafts were not extended all the way to the hypogastric. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Eval results: endoleak, ruptured aneurysm. Disease progression with iliac limb dilatation. Conclusion: disease progression with iliac limb dilatation.